Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. After the iabp unit was inspected by a getinge authorized distributer's engineer, it was found that there was a leak in the safety disk, which caused an alarm. The safety disk would need to be replaced. Repair information is still being requested, and a supplemental report will be submitted upon completion of the repairs.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) showed an air leak in the iab loop which was reported to the director of the department and the head nurse to contact getinge for maintenance. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). After inspection by the engineer, it was found that there was a leak in the safety disk, which caused an alarm. The safety disk needs to be replaced. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) showed an air leak in the iab loop. After inspection by the engineer, it was found that there was a leak in the safety disk, which caused an alarm. The safety disk needs to be replaced. It is unknown under which circumstances the event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) showed an air leak in the iab loop which was reported to the director of the department and the head nurse to contact getinge for maintenance. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that the repairs were completed. The safety disk was replaced, and the iabp was returned to customer and cleared for clinical use.